Event description:
It was reported that the subject device had dim brightness. The event occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This correction is being submitted to capture the device return date in d9 that was inadvertently not supplied in the previous supplemental report.

Event description:
It was reported that the subject device had dim brightness. The event occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube depressed, and the light-guide fibers of the distal end depressed and yellowish. Based on the results of the investigation, a definitive root cause could not be identified. However, the most likely cause is that the insertion tube was damaged due to excessive force, causing the light-guide fibers at the distal end to become depressed. The yellowish discoloration was likely due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dim brightness. The event occurred during cleaning and disinfection. There was no patient involvement.